Manufacturer narrative:
Access site bleeding - major: immediately following implant procedure, oozing from the groin noted with act >400. Forward tension sutures applied with angle matching. Fem stop to groin for oozing. The pump was not returned. The cause of the bleeding was high (400) patient act values. Positioning issues: after pt was transferred to ICU, pump was repositioned at bedside due to suction alarms. The pump was not returned. Data log review showed elevated ps with suction alarms that had corresponding low flows. The cause of the positioning issue was not determined due to insufficient clinical details. Low pump flow: after pt was transferred to ICU, suction alarms occurred and ump was repositioned at bedside. The pump was not returned. Data log review showed flows for p-7 at 2.5l.min, below the expected 2.9-3.3l/min, which occurred only during the suction events. No mc spikes. Flows returned to nominal for the remainder of the case. The cause of the issue was most likely patient condition related since volume resolved the suction alarms. Hemolysis: immediately following implant procedure, urine was noted as dark red. However, the lab results for pfhgb were never reported. The pump was not returned. The cause of the hemolysis was not determined since product was not returned and insufficient clinical details as to the occurrence and results for pfhgb were never reported from the red urine event described in the patient updates.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system. Section: general patient care considerations, ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output. Use of the repositioning sheath and peel-away introducer, ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states), ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter, ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle, ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis, ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction, ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Event description:
It was reported that a patient was on impella cp support. During support, the patient required fem stop for groin oozing. Forward tension sutures with angle matching were used. Urine was dark red and awaiting plasma free hemoglobin results. The impella cp was repositioned under echocardiogram guidance. 500 cubic centimeters bolus was give twice for suction alarms. Urinary output was less than 30 and was still dark red. The intensivist was aware. Purge fluid was switched to draw with bicarbonate and heparin drip was started. The groin was still oozy, however, improved. The patient was transferred to another facility and reported to be stable and the impella cp with good pulsatility and maps in the 90's. Touhy confirmed locked, angle of entry matched, however, groin appeared oozy. The plan was to stabilize and decide escalation pathway. The patient's outcome is unknown.